Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was sticking out and broke through the skin at the ipg site due to severe weight loss. The patient underwent a revision procedure under general anesthesia in which the physician planned on replacing the ipg. During the surgery the physician noted that the ipg pocket site appeared to be inflamed. Therefore, the physician did not implant the new ipg. The patient was administered antibiotics, however did not take them since there was no infection. There were no patient complications. The patient is doing well and is back home.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7076630. The devices, sc-1232 serial number (B)(6), and a portion of sc-2366-50 serial number (B)(6) were returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of these devices have not been received. Therefore, the devices have been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was sticking out and broke through the skin at the ipg site due to severe weight loss. The patient underwent a revision procedure under general anesthesia in which the physician planned on replacing the ipg. During the surgery the physician noted that the ipg pocket site appeared to be inflamed. Therefore, the physician did not implant the new ipg. A culture was taken and the results came back negative for infection. The patient was administered antibiotics, however did not take them since there was no infection. There were no patient complications. The patient is doing well and is back home. Additional information was received that during the ipg explant procedure, the scs lead was also explanted as the physician wanted to explant the entire scs system.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was sticking out and broke through the skin at the ipg site due to severe weight loss. The patient underwent a revision procedure under general anesthesia in which the physician planned on replacing the ipg. During the surgery the physician noted that the ipg pocket site appeared to be inflamed. Therefore, the physician did not implant the new ipg. A culture was taken and the results came back negative for infection. The patient was administered antibiotics, however did not take them since there was no infection. There were no patient complications. The patient is doing well and is back home. Additional information was received that during the ipg explant procedure, the scs lead was also explanted as the physician wanted to explant the entire scs system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6).